Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the electrode was broken/expired. It was reported that an electrode was expired/ broken. The surgery was not delayed due to the reported event. It was unknown if the procedure was successfully completed. There were no patient consequences. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This complaint will be reported as they state electrode was broken and therefore, has been conservatively assessed as MDR reportable for the electrode damaged without foreign material with sharp rough edges.

Manufacturer narrative:
Initial reporter phone: (B)(6). As stated in the complaint form, the event date is unknown. As a result, the 1st day of the year has been entered as the event date under b3. Date of event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 30-sep-2022. It was confirmed that the electrode showed black on the monitor. The problem with the electrode affected the visualization and stability of the vizigo. There was no error code on carto system. Per the additional information received, updated the d10. Concomitant medical products and therapy dates field. The bwi product analysis lab received the device for evaluation on 17-oct-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Bwi conservatively submitted this complaint as MDR reportable for electrode damaged without foreign material with sharp rough edges as it was reported that the electrode was broken. Additional information received stating, ¿it was confirmed that the electrode showed black on the monitor. The problem with the electrode affected the visualization and stability of the vizigo. There was no error code on carto system.¿ was submitted under 3500a follow-up #1. On (B)(6)2022 as part of the product analysis evaluation, the customer¿s additional information response was further reviewed. It was noted the response only described a visualization issue and based on product analysis results; it has been determined this event is categorized as a non-reportable event. Since the device was not visualized by the carto system, the user will have to replace the catheter in order to complete the case. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote.¿ therefore, updated the h6 medical device problem code to reflect "display or visual feedback problem (a0902)". Manufacturer's reference number: (B)(4)